Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a therapeutic procedure, it was found that the endoscopic image was automatically frozen all the time while the subject device was connected to the otv-s190. The user facility completed the intended procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that this phenomenon was attributed to the failure of the camera cable unit and/or the ccd unit due to the water ingress into the subject device from the breakage of the cable unit due to the unexpected stress being applied to the camera cable by the user handling. Olympus stated the appropriate handling of ch-s190-xz-e and the counter measures against abnormalities in the instruction manual of ch-s190-xz-e.